Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 431mg/dl, and customer subsequently went to the emergency room (ER). Upon arriving to the ER customer¿s bg level was 355mg/dl. At the time of the report with tandem technical support the customer was still in the ER. No additional patient or event information was provided. Multiple follow up attempts were made to gather additional information and complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.